Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned and analyzed and no anomalies found. Blood/body fluid was found on the proximal conductor (not obstructed) and on the outer tubing overlay. The outer tubing overlay was breached cut and there was apparent explant damage.

Event description:
It was reported that three days post implant, the lead was explanted and replaced due to low impedance, low sensing, and increased thresholds. No patient complications have been reported as a result of this event.